Event description:
Ventilator makes strange clicking noise during both inspiratory and expiratory phases. Appeared that pt was not receiving volumes, pt in severe distress. Please note there was no serious injury or death in this incident.